Event description:
A surgeon reports that a fine line or mark was noticed down the central portion of an intraocular lens, (iol) after insertion using the iol delivery system. The patient described blurred vision when examined one day post-op. Best corrected visual acuity is 20/30.